Event description:
The customer reported discrepant fast thyroid-stimulating hormone (ftsh) results, for one patient, involving unicel dxc 600i synchron access clinical system. The patient had two (2) initial serial sample collections. The two test results were 1.9 ui/ml and 2.9 ui/ml. Due to non-reproducible results, the customer performed precision check on the unit; ten repetitions were performed. The ten repetitions, plus two original results, yielded a mean value of 3.45 ui/ml and obtained a coefficient of variation (cv) of 18%. The customer analyzed the same patient sample (12 repetitions) on an alternate access 2 immunoassay system and recovered a mean of 2.32 ui/ml with %cv of 8.6%. The customer stated the result of 2.90 ui/ml was released out of the laboratory. All patient results were within the normal reference interval. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the precision pump belt and verified ultrasonic voltage and pipettor alignments. The fse performed thyroid-stimulating hormone (tsh) precision analysis with coefficient of variation (cv) of 2.4%. Results conformed to the manufacturer's published performance specifications. The unit was returned to normal operation. Quality control and system checks were within specifications. There were no error messages or system flags during the incident.